Event description:
Customer reportedly obtained results of 258 mg/dl while the doctor's device read 113 mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.